Event description:
During in clinic follow-up, an event of noise which resulted in oversensing on the right ventricular (rv) lead. Reprogramming of the device was performed to resolve this event. The patient was stable and will continue to be monitored.